Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had high blood glucose of 320 mg/dl. Customer was treated with insulin pump. Customer also had blood glucose of 148 mg/dl, 267 mg/dl, 266 mg/dl, 306 mg/dl. Customer was using insulin pump within 48 hours of reported event and was using automode. Customer did not allege for under delivery on insulin pump and insulin exited at quick release. Insulin pump will not be returned for analysis.